Manufacturer narrative:
The cls was not returned to saluda for analysis as it is still in use. Without return of the device it is not possible to reach a definitive root cause of the reported event. The evoke surgical guide lists the following potential risks "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites... The patient may require surgery (including revision, explant, and replacement) as a result" the manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pocket pain. The closed loop stimulator (cls) was revised from the paravertebral to gluteal position.